Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during a laser assisted cataract surgery, one of the paracenteses could not be sealed and the doctor had to use a bandage contact lens. A clinical applications specialist (cas) stated that this is not a malfunction of the laser. The cas mentioned that it was probably due to the fact that the paracentesis was placed slightly too centrally and thereby the incision was stretched intraoperatively (during the suction-rinsing process) and thus could only be sealed badly. Patient impact is unknown. The cas has reduced the energy a bit and discussed with the surgeon that next time the paracenteses will need to be made 0.1 mm further to reduce possible wound stress. Additional information has been requested but not received.

Manufacturer narrative:
Corneal incisions are not opened immediately following the laser treatment and are required to be opened by a surgeon in the operating room (or) before the remaining steps of the cataract procedure can be performed. The architecture of an incision is user defined and, if not programmed appropriately, can result in an incision that is no longer self-sealing. In addition, incisions can undergo significant manipulation when they are opened and as the remaining steps of the cataract procedure are completed following the laser treatment. Sutures are used to ensure closure of an opened incision that may no longer be self-sealing and are used in both, laser-assisted and manual cataract procedures. In addition to a system-related issue, the need for a suture can also be a result of the surgical technique and patient anatomy. There were no technical services requested or performed related to the reported event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).